Event description:
The robotic arm moved when the cover was open and scratched his knuckle. The instrument is not supposed to move when the cover is open. The operator received unknown treatment at a hospital. Examination of the error log by the field service representative did not indicate any malfunction occurred.